Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of battery depletion was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet would not hold a charge despite troubleshooting with a charging pad, indicating a device-side battery or power issue consistent with a power supply or battery malfunction. Symptoms included no alerts or alarms. Outcomes included provision of a replacement device with instructions to shut down the existing unit, return it with a provided label, and complete standard startup on the replacement, with interim cgm use via the dexcom app or receiver and libre 3+ sensor replacement if applicable. Investigation included remote troubleshooting and assessment by clinic staff and support, verification of addresses, and confirmation that data would not transfer to the replacement. Investigation of this device revealed a suspected device power fault consistent with battery depletion or charging circuit failure rather than an accessory charger problem. It was concluded, based on previously established findings for similar reports, that the cause was an isolated device malfunction.